Event description:
A malfunction alarm with code malf 16 was reported, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer confirmed the pump was under warranty and planned to use a backup therapy, mdi, to ensure insulin delivery was not interrupted. Technical support arranged to replace the pump and confirmed the shipping address. They instructed the customer on how to put the pump into storage mode and to return the problematic pump with a prepaid label within ten days, which the customer understood and acknowledged.